Event description:
Three defective needles were identified when leakage was observed between the tubing and the luer connector. The dialysis machine alarmed for air bubbles in the arterial tube. The needles were replaced and treatment continued. No serious injury reported.

Manufacturer narrative:
Device not returned.